Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer¿s blood glucose (bg) was 512 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer reverted to an alternative method of insulin therapy.